Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was receiving battery failed error even after changing several batteries and received a pump error alarm. The contacts on the battery cap were not missing or damaged. Customer did try a replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery test alerts noted during testing or when inserting a new battery. No unexpected pump error 3 noted during testing. (B)(4).